Event description:
After an ipg revision, the patient's precision system was explanted due to a mrsa infection.

Manufacturer narrative:
The explanted devices were discarded by the medical facticity, therefore they will not be returned for evaluation.